Event description:
Report received that the pump was returned to the biomedical engineering dept with an unsigned note that stated: "rate and volume to be infused change on thier own". There is no incident report associated with the pump complaint and no adverse pt event. The nurse was in the process of programming pump a and observed the rate and volume to be infused values would independently increment. The biomedical engineer reported that when he tested the pump, the rate and volume to be infused both would advance on their own to a higher number up to their maximum settings. There was no audible alarm. Though requested, there is no further info available.